Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. The patient experienced stress urinary incontinence, pain, erosion, bleeding, and dyspareunia and has undergone surgeries and revisionary procedures. It was further reported that the patient underwent a mesh revision procedure on (B)(6) 2012 to treat erosion of mesh into vagina and vaginal repair by the implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision and revision of exposed suburethral sling, urethral dilation and cystoscopy on (B)(6) 2012 by dr. (B)(6) due to exposed vaginal mesh. It was reported that following insertion the patient experienced urinary hesitancy, vaginal discomfort and discharge.